Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6754751, and no non-conformances were identified. Reason for device explant and/or reoperation: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. An explant is scheduled for (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain/deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-jun-2020, mentor became aware that the patient underwent explantation and replacement with 525cc smooth mentor memorygel breast implants, catalog # 3505251bc, left serial #: (B)(6) and right serial #: (B)(6) on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast reconstruction with a mentor smooth round spectrum 475cc saline prosthesis experienced left sided deflation post procedure. The left prosthesis began losing its shape and feeling, felt like nothing was there, was mushy, and began to flop. This was accompanied by pain on the side and top of the breast. Ultimately deflation was confirmed by the physician¿s office. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.